Manufacturer narrative:
Customer declined replacment of external battery.

Event description:
The manufacturer's service technician reported during the annual preventative maintenance the external battery failed testing. The customer declined replacement of the external battery. Applicable final testing was performed per operating specifications.